Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported a dissection occurred. Vascular access was obtained via the radial artery. The lesion was located in the moderately tortuous and mildly calcified obtuse marginal (om) artery. A successful deployment of the 16 x 2.25 promus premier select drug-eluting stent in the om was completed. During post-dilation, the physician noticed an edge dissection in the proximal area of the stent. A 12 x 2.5 promus select stent was placed, overlapping the first stent to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.